Event description:
Customer reported getting erratic readings from their flash meter. Comparison test were performed with the freestyle flash meter and results were 157 mg/dl, 102 mg/dl and 115 mg/dl. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.